Event description:
Caller reported a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, remaining within a normal range. Technical support confirmed the alarm and decided to replace the pump. Customer will continue using the current pump temporarily and has been informed about receiving a replacement pump with updated software. Training will be available, and instructions for returning the old pump were provided. The customer understood the instructions and acknowledged them.